Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had alarmed. It was reported the patient's pump was in safe state, and had gone through a low battery reset. The pump was due to be replaced in a few months. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-29. It was reported that the serial number of the pump was unknown. The low battery reset/safe state was first noticed on (B)(6) 2017, the patient was seen in the ER with alarm. There were no symptoms reported, related to the low battery reset/safe state. The cause of the low battery reset/safe state was determined to be elective replacement indicator (eri). Actions/interventions taken to resolve the issue was that the patient wa s seen in the ER and the pump was reprogrammed and the patient was told to see their managing doctor in the morning, and they were planning to replace. It was also reported that in the ER, the rep was able to reprogram the pump and they were to follow up with the managing doctor as soon as possible, and the rep had not heard anything else. The patient¿s identifying information was reported. The patient¿s weight at the time of the event was unknown.